Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence for "stent kinked". After preforming est, the user straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (olympus 0.025 visiglide) but the wire guide would not pass through the stent lumen. He found there was a kink in the pig tail and replaced it with another zebd-7-7 (lot unknown) to complete the procedure.

Event description:
Report is being submitted under the precedence for "stent kinked". After performing est, the user straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (olympus 0.025 visiglide) but the wire guide would not pass through the stent lumen. He found there was a kink in the pig tail and replaced it with another zebd-7-7(lot unknown) to complete the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Lab evaluation 1 x zebd-7-7 of lot # c1477005 was returned to cirl for evaluation. During the lab evaluation, the stent was found to be kinked at porthole 2. The wire guide would not pass through the stent. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the stent may have been kinked while straightening the pigtails with the pigtail straightener. A precaution included in instructions for use, states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ is used. A review of the manufacturing records for the device of lot # c1477005 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1477005; upon review of complaints this failure mode has not occurred previously with this lot # c1477005. Prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As outlined in internal procedures in place at cirl, there is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. According to the instructions for use, the user is advised of the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent". The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Point 2 in the precautions section of the japanese packaging insert states the following: "care must be exercised when straightening pigtail curls using positioning sleeve to avoid kinking or breaking stent". The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.